Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was having issues and that a replacement device was supposed to arrive today; however, her son's blood glucose increased to 900 mg/dl and she was currently driving him to the ER. Troubleshooting was declined since the mother was driving and pursuing medical attention for her son. The mother was advised that the replacement insulin pump will arrive today. No further details were provided, and no products were returned for analysis at this time.